Event description:
At 2200 nurse went to flush pt's IV in left hand, and upon flushing it leaked. Upon attempting to discontinue pt's IV site, the IV was out of site, no catheter was intact. No IV catheter was felt in pt hand of pt. Reported no pain.